Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic lobectomy, on the third firing, the surgeon started to fire handle to pulmonary parenchyma, however a strange sound was heard and the firing stopped halfway. Replaced by a new reload and the firing was completed with no problem. There was no patient injury.